Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and eleven months following the implant of this transcatheter pulmonary bioprosthetic valve, a second valve was successfully implanted valve-in-valve due to severe pulmonary regurgitation developed in the first valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a review of the device history record (DHR) was performed for this valve, there were no non-conformances identified in manufacturing process. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on historical trends, cuspal tears are a failure mode (mechanism) which could lead to regurgitation. Calcification would be the most common cause for cuspal tear. However, the valve remains implanted, so without the failure mechanism and the return of the valve for analysis, a true root cause of the regurgitation could not be determined. If information is provided in the future, a supplemental report will be issued.